Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 33 mm stent implanted in the proximal/mid left anterior descending (lad) during the index procedure without any reported product issues or adverse events during the procedure. The stent was implanted to treat an in-stent-restenosis of a previously implanted cypher 2.5 x 28 mm drug eluting stent (des). The patient was discharged the day after the index procedure. The day of discharge from the hospital, the patient was noted to have experienced an arrhythmia reported to be: type I second degree av-block with heart rate in the 40's (beats per minute-bpm) during sleep. The patient was asymptomatic. This event was reported to be unrelated to the study device/procedure or study drug and was not a serious ae. The outcome of the event is ongoing-unchanged.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 33 mm stent implanted in the proximal/mid left anterior descending (lad) during the study index procedure. The indication for this procedure was to treat an in-stent-restenosis of a previously implanted cypher 2.5 x 28 mm drug eluting stent (des) at an unknown time. There were no reported product issues or adverse events during the procedure and the patient was discharged the day after. The day of discharge from the hospital, the patient was noted to have experienced an arrhythmia reported to be: type I second degree av-block with heart rate in the 40's (beats per minute-bpm) during sleep. The patient was asymptomatic. The event was reported to be unrelated to the study device/procedure or study drug and was not a serious adverse event. The patient's medical history consists of: history of angina, positive functional study for ischemia, previous pci performed in same vessel, hyperlipidaemia, hypertension, tia, myocardial infarction, congestive heart failure, diabetes mellitus-type ii, smoking, and chronic anemia. (B)(4): the product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that patient factors (specifically diabetes) may have contributed to this patient's restenosis.

Manufacturer narrative:
The next month, the patient was noted to have experienced shortness of breath with occasional angina. The event was reported to have a possible relationship to the study device and was not related to the study procedure/drug and the patient was treated medically. The event outcome was ongoing/unchanged. Thirteen days after the study index procedure, the patient was reported to have experienced back pain. The event was reported to be unrelated to the study device/procedure/drug and was treated medically. The event outcome was resolved. The proximal/mid lad target lesion was reported to be: an in-stent-restenosis (isr) of a previously implanted drug eluting stent (des), an 80% stenosis, not tortuous, thrombus absent, and was not near a side branch. A cypher 3.0 x 33 mm stent was implanted at 12 atm. The stent was post-dilated with a firestar 3.0 x 25 mm balloon catheter at 20 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient.